Event description:
On (B)(6) 2012 during a manual download of the device log an increased intra-peritoneal volume (iipv) was identified in patient event log that occurred on (B)(6) 2011 at 07:10 with a drain volume of 3338 ml during cycle 6. Largest prescribed fill volume: 2000 ml.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. A sample evaluation and event history log review were performed. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold.